Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that during the implant procedure of an implantable pulse generator (ipg), the proximal end of a lead was placed in header . The wrench inserted and when pulled out the set screw came out with the wrench. The physician was able to insert the setscrew, and the ipg remains in use. All parameters tested through the ipg were within normal limits. No patient complications have been reported as a result of this event.